Event description:
When the md advanced the ivus catheter into the patient, the transducer stopped working and would not produce an image. The ivus catheter was replaced with a new catheter without issue. Manufacturer response for catheter, volcano visions pv .035 digital ivus catheter (per site reporter). Per rl, manufacturer notified by site. Product handled by site.